Manufacturer narrative:
(B)(4).

Event description:
The customer reported the sipper nozzle was dripping and they had received questionable elecsys troponin t stat assay results for an unknown number of patient samples. The customer did not have actual results but provided an example of what they might have seen. The original result was 0.06 ng/ml with a repeat result of <0.010 ng/ml with a data flag from another cobas e601 analyzer. Several erroneous results were reported outside the laboratory before the issue was discovered. Corrected results were sent based on the rerun results. No patients were adversely affected as no actions were taken or withheld based on the erroneous results. The reagent lot number was 15349101 with an expiration date of 06/30/2017. The customer loaded a new reagent pack, successfully calibrated, and qc recovered within acceptable limits. The customer presumed the issue was resolved until they began having an issue with ckmb calibration and qc recovery. Upon further investigation, they found that the left sipper nozzle was dripping. The field service representative found sipper was dripping and he replaced the pinch tubing and seals. He ran diagnostics without errors.